Manufacturer narrative:
The technician confirmed complaint as valid. A defective cooling sensor resulted in a cooling alarm and adjustment would not correct it. The technician replaced the cooling sensor. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The reported complaint was confirmed. (B)(4).

Event description:
It was initially reported by the customer that the s202750084 assy sensor hp cooling of the cusaexcel9 suddenly gave a cooling water alarm during an unspecified procedure on (B)(6) 2019. The reservoir water level was filled to full level. The user attempted to re-sit the reservoir but the alarm persisted. During investigation by an engineer, calibration was done and the cooling pump was turning at a rate of 67 rpm. The cooling water flow was also verified to be more than 35cc/min. The alarm persisted. After replacing the cooling flow sensor, the alarm was remedied. The user was told to monitor for a few cases to see if the alarm would return and so far after two cases there was no complain from the user about the cooling alarm or any other alarm. Additional information was received on 26jun2019 indicating that the device was used/in contact on a (B)(6) year old male patient with no injury noted. However, a delay of one (1) hour was reported due to the product problem.